Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 350mg/dl at the time of the incident. It was reported by the customer's parent that the customer was already on the back up plan. It was also reported that the insulin pump was neither dropped/bumped nor exposed to moisture. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump was not returned for analysis.